Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient claimed the pain was caused by the device.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient felt that the stimulator was less effective and was aggravating her pain. No device malfunction was suspected and lead was left in for future re-implantation. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing pain at the battery site and would it would travel up to the lead when the device was turned on. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.